Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands attached together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing returned with six bands attached, some of them were moved and overlapped. The handle slot had marks of insertion of the trip wire. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. Per media analysis on the provided photo, it showed the ligator housing with five bands attached, and some of them were moved and overlapped. A functional evaluation was performed by rotating the handle knob. It could be turned without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing were moved and overlapped. Additionally, the ligator housing teeth were bent, which suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, resulting to improper deployment of the bands. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands attached together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved from their position and overlapped.